Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited forceps elevator had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to a pinhole on bending section cover, water tightness was lost; due to wear of angle wire, bending angle in up direction does not meet the standard value; adhesive on bending section cover was detached, cracked and peeled; due to wear of lock engagement lever, upward/downward angulation control knob cannot be locked securely; switch 3 had a scratch; paint on air/water cylinder was peeled; adhesive around objective lens was peeled; objective lens had a scratch; light guide lens had a scratch; connecting tube had a scratch and a stain; acoustic lens had a scratch and damaged. Cleaning, disinfecting, and sterilization (cds) information: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The customer had no idea about what the foreign material is. It is unknown if there was delay between the end of clinical use and the start of pre-cleaning. It is unknown if the customer raised and lowered the forceps elevator three times by turning the elevator control lever while the immersion and the aspiration. There were abnormalities in the accessories used for reprocessing. It is unknown if the customer presoak the endoscope in the detergent solution. The customer flushed detergent solution around the forceps elevator. The facility had no concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material at the forceps elevator could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material. It could not be confirmed that the facility device reprocessing was implemented in accordance with the IFU. The issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: instruction manual evis lucera ultrasonic gastrovideoscope olympus gf type uct260 chapter 6 application and conditions of cleaning, disinfection, and sterilization chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.